Manufacturer narrative:
A follow up medwatch will be submitted when additional information becomes available.

Event description:
Rotaflow displayed error b. Temp and the pump stopped working. No patient was harmed. Complaint ID: (B)(4).

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
According to the maquet field service technician dated on 2020-05-06 the hospital refused the service of the rotaflow, because it was too expensive. The hospital is still using the device and exchanged the battery pack themselves.thus the failure could not be confirmed. The rotaflow risk analysis version 06 (dms#(B)(4)) chapter h1.1.1.10 was reviewed on 2020-04-22 with the following outcome: the most possible root cause for the reported failure " b temp error" could be determined as: "overtemperature condition in the device, e.g.: * increased heat generation due to short circuits; * defect battery; * heat accumulation; * heat generation due to motor blockage; * device used out of specification; * charging of battery". The instruction for use (instructions for use / 4.2 / en / 13, chapter 10.1.1, page 71) states that the batteries are only allowed to be replaced by authorized service personnel. The batteries were exchanged by the hospital. Due to the off-label use associated with this, the operational warranty of the device is voided. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.